Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The (B)(4) sales representative reported on behalf of the customer that the procedure was being carried out in a normal manner. The plate was temporarily fixed and two screws had been inserted. The rep further reported that when the surgeon attempted to "tighten off" one of the 26mm screws (it is unclear which one) debris appeared in the incision. Without knowing for certain, the customer reported that the debris appears to be a result of the interaction between the screw head and the receiving hole in the plate. The surgeon made a decision to final tighten the screw and remove the debris with a tweezers. Final x-rays were taken and the wound was closed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The (B)(4) sales representative reported on behalf of the customer that the procedure was being carried out in a normal manner. The plate was temporarily fixed and two screws had been inserted. The rep further reported that when the surgeon attempted to "tighten off" one of the 26mm screws (it is unclear which one) debris appeared in the incision. Without knowing for certain, the customer reported that the debris appears to be a result of the interaction between the screw head and the receiving hole in the plate. The surgeon made a decision to final tighten the screw and remove the debris with a tweezers. Final x-rays were taken and the wound was closed.